Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6)2016 with blood glucose of 417 mg/dl. Customer was hospitalized due to diabetic ketoacidosis which was caused by strep throat. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that the esc button was not responding on insulin pump. It was also reported that customer's high blood glucose was due to customer's strep throat and not insulin pump. Insulin pump would be replaced due to keypad anomaly.